Event description:
Customer reported a burette set came apart at the bottom of the burette on a child who had a central line and was receiving tpn. The line was clamped, another administration set was obtained to complete the infusion. There was no blood back up reported in the pt's central line. There was no pt harm and no medical intervention required. No further pt or event information was provided.

Manufacturer narrative:
(B)(4). The report of the burette came apart during a tpn infusion could not be confirmed due to the set was not returned for evaluation. The root cause of this report could not be identified.